Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received with an inlaid stiffening stylet. Biological residues were observed within the catheter shaft. A circumferentially aligned split was observed near the stylet flushing connector. Tensile weakness and material discoloration were observed in the vicinity of the split during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Coarse striations and material flow were observed along the fracture surface. The split exhibited a curved shape that appeared to match the distal end of the stylet flushing connector. The fracture features, discoloration and tensile weakness were consistent with damaged caused by the catheter shaft being pulled against the stylet flushing connector during device manipulation. The biological residues suggested that manipulation occurred during device placement/use. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when pre-flushing the catheter, the catheter placement operator found a split with the distal end, affecting the proper use. A new catheter was unpacked and placed in this patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when pre-flushing the catheter, the catheter placement operator found a split with the distal end, affecting the proper use. A new catheter was unpacked and placed in this patient. No other information was provided.